Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer 's mother reported via phone call that there was inaccuracy between the dose delivered and the dose recorded in the logbook. The customer's mother stated the difference between the dose intended and dose logged was greater than 1.0 unit. No harm requiring medical intervention was reported. The device is expected to return for analysis.